Manufacturer narrative:
Final analysis revealed the insulin pump did not have an audible tone due to a broken transducer wire on the lcd board. However, the device passed the prime/a33, basic occlusion, displacement, and excessive no delivery alarm tests.

Event description:
It was reported that the customer's insulin pump was not beeping when the buttons were pressed. Troubleshooting was performed, and the audible tone could not be heard. No further information was provided.